Manufacturer narrative:
B3: event date unknown. Device evaluation: one device was received. Device was visually and functionally tested and the customer reported issue was able to be confirmed. The cause of the issue was a faulty microswitch. The microswitch was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the float sensor was faulty. There was no patient involvement.